Event description:
The product was used during a laparoscopic bladder suspension procedure. Reportedly, the needle broke. The hospital has reported no pt injury occurred.

Manufacturer narrative:
02/12/1999- supplemental report sent to FDA. The product was returned and evaluated, however, the exact cause of the condition could not be reliably determined.